Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced access site bleeding requiring intervention and led to device removal. The patient was prepped and draped in usual fashion. The right common femoral artery was accessed and direct placement of 4f x 13 cm peel away sheath. Aortic valve was crossed with pigtail. Upon impella cp catheter insertion through hemostatic valve, the peel away sheath began to leak blood. It was unclear from where the blood was leaking from; however, physician felt he may have inserted impella catheter not through center of hemostatic valve. Impella was advanced into left ventricle under fluoroscopy into good position and started. The peel away sheath was quickly removed due to bleeding. After this, a hematoma was noted in groin and bleeding from insertion noted whenever manual pressure was removed. The patient was transferred to unit after given proteins with hopes that bleeding would stop, which did not occur and led to the decision to remove impella cp device (after approximately one hour of support). The patient was hemodynamically stable pre impella-cp insertion; therefore, the physician did not feel need to place second impella. The patient was noted to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation).